Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 4¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that were present during support and would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including infection (local, driveline, pump pocket) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent heart transplantation. The patient had a chronic methicillin-resistant staphylococcus aureus (mssa) and pseudomonas driveline infection and had been on keflex and cipro. They were recently found to have worsening pseudomonas infection resistant to oral antibiotics. The patient was started on intravenous (IV) cefepime (B)(6) 2022 and then underwent surgical debridement in the operating room on (B)(6) 2022. The device operated as expected. Onset driveline infection is captured under manufacturer report number 2916596-2024-04901.